Manufacturer narrative:
(B)(4). The customer reported that the equipment was stopped in emergency cart and that, when they tried to use the equipments, it did not turn on and that only the power cable lights up when power is on. No adverse pt impact was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the equipment was stopped in emergency cart and that, when they tried to use the equipments, it did not turn on and that only the power cable lights up when power is on. No adverse pt impact was reported.